Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they never received the recharger antenna. A replacement was sent. It was also reported that the issues with the recharger not turning on had been resolved with replacement parts.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_recharger_acc, product type: recharger. Product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient was getting the thermometer icon on the recharger screen on (B)(6) 2016. There was a damaged recharger antenna. The patient was in the hospital for pneumonia for four days in (B)(6) 2016 and forgot to charge the implant. The patient mentioned pain this week because they did not charge their implant; the implantable neurostimulator (ins) was dead this week. They were not getting coupling bars when charging. Troubleshooting resolved the reported issue, the patient was getting six coupling bars and recharging antenna was ordered. Other relevant medical history includes non-malignant pain. Additional information was received from the patient on 2016-09-29 reported that the battery was dead and that they could not get the stimulator to turn on. The patient clarified the allegation and stated that the recharger was dead. The connector pin was damaged. The patient had just gotten out of the hospital 2 days ago and needed to charge. It was reported that the hospitalization was unrelated to the device or therapy. The unrelated reasons for the patient's hospital stay included septic (B)(6), a urinary tract infection (uti), and pneumonia. The recharger was not turning on. The patient stated that the implantable neurostimulator (ins) had always been okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.